Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was admitted to the hospital for reasons unrelated to the device. Upon interrogation, several auto mode switch episodes were noted and noise on the atrial channel. Isometric testing was performed and lead noise could not be reproduced. Programming changes were made. No further intervention will be made at this time. Patient is atrially dependent and is stable.